Event description:
It was reported there was low defibrillation impedance on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not provided.

Manufacturer narrative:
Corrected data: b5; previous b5 failed to indicate that the event was discovered remotely and that the patient was asymptomatic.